Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a crematory with information noting the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately seven months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.